Event description:
Received information stating customer received an occlusion alarm during basal delivery. The customer's blood glucose level was impacted. Reportedly, the cartridge was noted to be cracked.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up MDR will be submitted if the device is received.